Manufacturer narrative:
Concomitant medical products: (3) extension tubing sets; pressure transducer; 2 stopcocks; td (B)(6) 2019. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient is an infant. Although requested, additional patient information was not provided.

Event description:
It was reported that the IV tubing set separated at the slide clamp. There was no consequence or impact to the patient. No further information was provided.

Event description:
It was reported that the IV tubing set separated at the safety clamp below the pump segment. There was no consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
The customer's report that the tubing set separated at the lower fitment was confirmed based on the separation at the engagement between the tubing and the lower fitment. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional measurement confirmed the tubing to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.